Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. The current blood glucose was 252 mg/dl. Customer stated that, he has been having high blood glucose and states his doctor has determined the issue was with his sets and not his pump and wants to swap the remaining sets he has out of that lot. Customer just changed out the set and site to resolve the issues. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.